Event description:
A malfunction alarm, identified by malfunction code malf 24, was reported by a customer. There was no adverse impact to the customer's blood glucose level. The customer planned to use a backup insulin pump to ensure continuous insulin delivery and was provided instructions by technical support to put the malfunctioning pump into storage mode before returning it to tandem. The customer acknowledged understanding of all instructions, including returning the pump within 10 days to avoid charges and programming settings into the replacement pump. A replacement pump was sent to the customer by technical support.